Manufacturer narrative:
The device shows both of the jaws broke off. The jaws are broken off at the hinge. Instrument was manufactured in 2015-03. The instrument had been in use for approx. 5 years. The damage is most likely caused by repeated stress overload from handling or retracting heavy tissue; the instrument is designed to grasp bowel. Re-enforcement of the broken area has been implemented with production (B)(6) 2016.

Event description:
Allegedly, the instrument jaws broke inside the patient during laparoscopic surgery; the distal jaws were successfully retrieved with no harm to the patient and the procedure completed.